Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during endoscopic ventriculocisternostomy for obstructive hydrocephalus, the surgeon used neuro balloon catheter (7cbd10) to increase the hole done with scissors in the ventricle to permit flow of cerebrospinal fluid (csf). The balloon burst when inflated. The balloon had plenty of air so a small quantity of air was in the patient's ventricle but without risk for the patient. The neuro balloon was tested with air before use. The event led to an increase of surgery time of 5 -10 minutes, with no adverse consequence for the patient.

Manufacturer narrative:
The neuro balloon catheter (7cbd10) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: he balloon burst radially at the proximal level. Root cause - the exact cause of the reported burst could not be determined by the investigation. Per risk file, possible causes could be damage during insertion with the cannula or insertion tool, or over-inflation. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. Given investigation results, routine manufacturing controls and complaints /sales history, no further investigation nor corrective action is deemed required.

Manufacturer narrative:
The neuro balloon was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and no anomalies were found that could explain the reported event. Without actual device to investigate, the exact root cause of the reported burst could not be determined, complaint is unverifiable. Per risk file, possible causes of burst during use could be damage during insertion with the cannula or insertion tool, or over-inflation. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. Without actual device to investigate, given the routine manufacturing controls and the complaints /sales history, no further investigation nor corrective action is deemed required.

Event description:
N/a.